Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated. Visual inspection of the device revealed procedural debris in the suction port of the device. Saline residue and blood were also observed in the suction tube. The manifold was found melted between the 4 and 8 o'clock positions. The damage to the tip would result in the generator displaying output short error. The electrode was not connected to the test generator to avoid further damage to the tip. The supplier has initiated a CAPA to address this issue (cap (B)(4)). The root cause can be attributed to insufficient epoxy between the ceramic and active tip. When there is an air pocket between the ceramic and active tip, a path is created for the electricity to cause sparking/arcing and result in the tip melting. To correct this issue the supplier has implemented training requirements every 6 months on the application of epoxy. All additional investigation information can be found in the CAPA. (B)(4). The lot number and expiration date are currently unavailable.

Event description:
Hospital: (B)(6) hospital. Event description: short circuit error. The device alarm error for short circuit just after 5 minutes working during knee arthroscopy operation. Changed another one to complete. There is no report on patient's injury.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The device was received and evaluated. Visual inspection of the device revealed procedural debris in the suction port of the device. Saline residue and blood were also observed in the suction tube. The manifold was found melted between the 4 and 8 o'clock positions. The damage to the tip would result in the generator displaying output short error. The electrode was not connected to the test generator to avoid further damage to the tip. The supplier has initiated a CAPA to address this issue (cap-(B)(4)). The root cause can be attributed to insufficient epoxy between the ceramic and active tip. When there is an air pocket between the ceramic and active tip, a path is created for the electricity to cause sparking/arcing and result in the tip melting. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. To correct this issue the supplier has implemented training requirements every 6 months on the application of epoxy. All additional investigation information can be found in the CAPA. Therefore, no further corrective actions are required and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).